Event description:
Boston scientific received information via the patient's remote home monitoring system that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed high out-of-range (oor) pacing lead impedance measurements. Shock lead impedance and threshold measurements were consistent. Boston scientific technical services (ts) discussed the possible reasons as well as troubleshooting measures. Additional information was obtained indicating that the source of this observation was not determined. The plan was to continue monitoring the patient and to see if other lead measurements become unusual. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.